Event description:
It was reported that the patient experienced discomfort, pain, and pulling in the neck at the lead extension site and the implantable pulse generator (ipg) pocket site. The patient underwent a revision procedure. The patient is doing well postoperatively. No devices were explanted or replaced. The existing lead extensions were only re-tunneled. Bipolar electrocautery was used minimally during the revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7077186. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7078279.